Event description:
During clinical inservicing, abiomed clinical representative could not get the console to go into left side weaning. There was no pt involved. This complaint is still under investigation.